Event description:
Procedure: gynecology. The tip of trocar broke after being inserted in the iliac fossa. The pieces of plastic were retrieved from the sub-cutaneous tissue and there was no pt injury.